Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician had intended to use an everflex entrust 7x120x120 to treat a plaque lesion in the left proximal sfa. The lesion was moderately calcified and had a length of 100 mm. The artery was 6 mm and had 80% stenosis. No abnormalities were reported in relation to the patient's anatomy. The procedure used a 7 fr non medtronic sheath and a 0.035" guide wire. The everflex entrust device was prepped as per the IFU. The packaging of the device was fully intact. It was noticed after the stent entered the patient that the stent was the incorrect length. This was identified by measuring using fluoroscopy and the markers. The stent was removed from the body and was not deployed. The procedure was completed by pre-dilating the lesion with a size 6 pre-dilation device and using a 7x100 everflex entrust stent. No patient injury was reported. The physician had intended to use an everflex stent with entrust delivery system, 7x120x120 to treat a plaque lesion in the left proximal sfa. The lesion was moderately calcified and had a length of 100 mm. The artery was 6 mm and had 80% stenosis. No abnormalities were reported in relation to the patient's anatomy. The procedure used a 7 fr non-medtronic sheath and a 0.035" guide wire. The everflex entrust device was prepped as per the IFU. The packaging of the device was fully intact. It was reported that after the stent entered the patient¿s body, it was noticed that the stent was the incorrect length. This was identified by measuring using fluoroscopy and the markers. The stent was removed from the body and was not deployed. The procedure was completed by pre-dilating the lesion with a size 6 pre-dilation device and using a 7x100 everflex entrust stent. No patient injury was reported.

Manufacturer narrative:
Additional info: device evaluation summary: the device was returned for evaluation. The printed strain relief on the returned entrust delivery system indicated that it contains a 7mm by 120mm stent, which corresponds with the returned shelf carton label. Several kinks were noted in the entrust delivery system catheter. Backlighting was used to determine if the stent was still within the entrust delivery system, the location of the proximal end of the stent, and the location of the distal end of the inner guidewire lumen/pusher. The proximal end of the stent was marked on the outer sheath with permanent marker. The length of the stent within the entrust delivery system was approximately 6cm. The distal tip was examined: no abnormality or deformity was found. Sanguine residue was noted within the lumen of the outer sheath and on the exterior of the outer sheath. A 20cc water filled syringe with manometer was attached to the proximal hub luer lock the entrust delivery system was pressurized to 20 atm before the sanguine residue within the entrust lumen began to exit the distal tip of the delivery system. A 0.035¿ guidewire was loaded through the distal tip and would only advance to kink in the catheter. The red locking pin and tube were removed from the entrust delivery system handle with ease. The thumbwheel was advanced and the stent deployed with ease. The stent was examined no abnormality or deformity was noted. The overall length of the stent was 60mm and the diameter of the stent was 7mm. If information is provided in the future, a supplemental report will be issued.